Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the patient went into asystole rhythm and the temporary pacemaker was not capturing-readjusted with resolution. Conduction rhythm immediate post implant and complete heart block was noted. Subsequently, a permanent pacemaker was implanted with no adverse patient effects.

Manufacturer narrative:
The device remains implanted. Therefore, the device will not be returned for analysis. Conclusion: the device history review (DHR) is not required as the event description does not indicate a potential manufacturing issue. Asystole and conduction disturbances are known potential adverse effects per the IFU, and can be resolved with the implant of a permanent pacemaker with the risk-benefit ratio in favor of the prosthetic aortic valve (pav). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.